Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 849768. The expiration date was not provided. A field service engineer (fse) determined that the rinse tube was torn and exchanged it. The fse completed confirmation testing, and the module was running back within specifications. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas 6000 c501 module for 2 samples. Sample 1's initial result was 29.3 mg/dl, and the repeat result was 122 mg/dl. Sample 2's initial result on (B)(6) 2025 was 5.4 mg/dl, and the repeat result was 96.7 mg/dl. The customer considered the initial results incorrect because they were not consistent with the patient's clinical status. The repeat results were deemed to be correct.